Event description:
It was reported that a dexcom g7 sensor initially failed to pair with the ilet, while glucose readings were available in the dexcom app; guided troubleshooting to switch the ilet cgm setting to g7 and reenter the four-digit pairing code led to successful pairing and restored display of readings on the ilet. Symptoms included no reported adverse clinical effects. Outcomes included no reported injury, no medical intervention, and no hospital admission. Investigation included remote technical troubleshooting and verification of correct cgm configuration and pairing credentials. Investigation of this case revealed that incorrect device configuration and pairing setup resulted in communication failure between the cgm and the ilet, which was resolved by selecting the correct cgm type and reentering the pairing code. It was concluded, based on previously established findings for similar reports, that user setup error was the most likely cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.